Event description:
It was reported that the insulin pump alarmed failed battery test after a battery change. The blood glucose reading was 162 mg/dl. The customer stated that her device had shut off prior to the battery change. She was unable to check the battery type because she was driving during the call. Advised the customer to call back when not driving to continue with troubleshooting. Nothing further reported.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.